Event description:
It was reported that the shaver would randomly start without buttons being pressed during procedure. No back-up device available. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. Complaint of randomly starting without buttons being pressed and intermittent display could not be reproduced. Product passed functional testing and 6 hour burn-in in enclosed test tower. Unit did not randomly start by itself during functional testing on both ports and display was constant. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.